Event description:
In this event it is reported that during treatment ah plus export 3ml china was used; after completing root canal preparation, the doctor applied cold side pressure to fill it. They mixed ah plus root paste and was evenly applied to the surface of the tooth gutta purcha. The doctor slowly fed it into the prepared root canal. After confirming that the working length was accurate, pressure was applied to the side and gradually placed the tooth gel tip to perfect the root canal closure. During operation, due to the weak anatomical structure of the root aperture and the deviation in pressure control, a small amount of paste accidentally came into contact with the mucous membrane of the affected gum on the cheek side. About 10 minutes later, the patient found that the mucosa of his lower right gum was red, edema, accompanied by burning and tingling, and the mucosa surface was slightly eroded. Effects on victims: cause pain, redness and edema in the gum mucosa, and slight erosion of the mucosa surface. The doctor immediately stops filling, removes the exposed paste at the root canal, rinses the mucosal contact area extensively with saline, and tries to remove any residual uncoagulated paste.

Manufacturer narrative:
While it is unknown if the device used in this case caused or contributed to the patient¿s symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device was not returned for evaluation. However, the lot number was provided and retained-product testing and/or DHR review are planned. The results will be submitted as they become available.